Manufacturer narrative:
(B)(4): no product was returned for evaluation. Visual examination of the provided pictures identified the bearing and head were explanted. The femoral head shows some discoloration on their surface, which can be also blood. No further information received. No visible damage can be seen on the bearing. However, due to the low quality of the picture, further product evaluation cannot be performed. The labels attached to this complaint are the implants used during the revision surgery. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent hip revision post-implantation due to dislocation caused by poor soft tissue. Attempts have been made and additional information on the reported event is unavailable at this time.